Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l36561, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. (B)(4).

Event description:
The patient reported intermittent/erratic shocking. The patient was sitting down when they felt stimulation. No falls or trauma was reported. The patient programmer (pp) showed the stimulation was on. The patient said her "stimulation goes off and on, and pulses up real high, and it's like shocking me". This first happened on (B)(6) 2015. She also experienced this on (B)(6) 2015 when she was sitting down. The patient was in the sitting position both times that she felt this sensation. Upon follow-up, the patient was still experiencing intermittent shocking sensation while sitting. The patient had a scheduled appointment with their physician on (B)(6) 2015. The manufacturing representative (rep) reported on (B)(6) 2015 that the patient reported the implant was acting funny, they leave the implant on all the time but sometimes it surges, sometimes it stays same and sometimes it goes off without the use of programmer. Impedance testing was performed and all electrode impedances were between 2000 and 3000 ohms. The implant battery voltage was 2.915 volts and was still a good voltage. Longevity estimate at 90 us, 100 hz, and 3.6v showed using 24 hour/day usage to be 54 months from the date of implant. If additional information becomes available, a follow-up report will be submitted.